Manufacturer narrative:
The reported issue was confirmed through an internal visual inspection of the driver. When driver was opened, the hospital air transducer on the pressure sensor board was found to be damaged. Without this transducer, the driver would not be able to recognize the connection of the external air source. This damage can only occur if sufficient force is applied (such as a driver drop) that would cause the internal components to make contact with the cover skin. The damaged driver catch, key and key switch, and power management board shows evidence of the driver sustaining impact shock. The root cause of the device malfunction was impact shock to the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver did not pass incoming functional testing due to the driver's inability to recognize external air.